Event description:
It was reported that during a da vinci si surgical procedure, the one of medium-large clip applier instrument silver clips on the housing used to remove and insert the instrument was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis found both levers on the housing worked perfectly and unbroken. Failure analysis also observed that the distal end of the main tube had a scratch mark showing light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.